Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia),") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the (B)(6) of pregnancy. The patient was treated with surgery (surgical removal of essure.). Essure was removed in 2008. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 02-apr-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events pregnancy (ectopic), vaginal bleeding, menorrhagia, depression, device ineffective and did you undergo an essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". In 2007, the patient had essure inserted. In 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia),") and depression ("depression"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy) and surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2008. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: ectopic pregnancy right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure.). Essure was removed in 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.